Manufacturer narrative:
(B)(4). The fsr was unable to confirm the insecure cable between the centrifugal controller and the base caused the blank screen as he was not able to duplicate the issue. Through log analysis, the complaint was confirmed. The logs show on (B)(6) a perfusion screen was opened at 9:12:33 am. At 9:18:42 am the pump speed is set to 1716 rpm. The ccm reports the pump missing at 9:27:23 am. The pump log shows the pump rebooted and starting reporting vmot voltage range error and display supply error repeatedly. This would cause the display to go blank as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the system 1 centrifugal display went blank. The product was not changed out. The customer rebooted the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusionist stated that there was no issues observed during set-up and priming of the cpb circuit. After being on cpb for about 3-4 minutes, the perfusionist heard an audible alarm and noticed the venous reservoir was filling up and the arterial perfusion pressure was dropping. Per perfusionist when she looked at the centrifugal control module display, it was dark (blank) with no information being displayed and then touched the start / stop button of the control module and the local display screen illuminated. Perfusionist then turned up the motor pump speed and flow returned to desired levels. She was able to change motor speeds, as needed, with the local control for the remainder of the procedure. She also stated that after return of blood flow, she looked at the message tab (aux screen) and a backflow message was posted. The field service representative (fsr) visited the hospital later in the day on january 13th and the only issue found was the cable (power connection) to the back of the centrifugal control module was not completely secure (ie. Snapped into place). The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed via data log analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was not able to verify the reported issue. The centrifugal controller did not go blank when tested. During testing it was noticed that the pump cable between the centrifugal controller and the system 1 base was in, but not locked at the controller connection. No other problems found. The fsr reseated the centrifugal pump cable connection was so it locked. The centrifugal operation was checked. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.